Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 2 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp). The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extensions were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There were no open clamps on unused lines. Hp indicated that he saw a 'puddle,' but gave no other specific information. The tsr had the hp close all of the clamps to the bags and the patient line and cycle the power. A system error 2367 occurred, and the hp cycled the power again to get to 'press go to start.' At 'load the set,' the hp removed the cassette. The tsr advised the hp to dispose of the current supplies and either continue with manual bags or with all new supplies. The hc was operational. Proper procedures were reviewed with the hp and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Suspect medical device info and a 510(k) number will not be provided in the emdr because the product is unknown at this time. This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.